Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The customer reported that the event was due to an operator error in programming the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "pt with insulin drip found extremely diaphoretic and unresponsive. Blood sugar at 22. One amp of 5% dextrose was given IV stat and the pump was also shut off. After 15 minutes, blood sugar was 79. The pump and the bag was looked at and approx 75ml was found infused within 1/2 hour. The pump read 201 units/hr. Previously, the pump was set at 2.5 units/hr. The total volume to be infused was set at 225ml. The concentration of the bag and tubing was 250 units/250ml of normal saline. The pump, bag and tubing were secluded as per policy. Pt responded to intervention. Bag had been changed 30 to 40 minutes prior to incident." Upon further query the following info was provided. The customer contact stated the event was due to an operator error in programming the device. At 0000, the device was programmed to deliver insulin 250u/250ml and the delivry was started. No further programming parameters were provided. At approx 0030, the nurse noted the pt was unresponsive and diaphoretic. The delivery was stopped. Serum blood glucose levels were drawn. The pt was treated with an unspecified dose of dextrose 50%. At this time, the nurse noted the device was programmed to deliver at a rate of 201u/hr instead of the intended rate of 2.5u/hr. There were no reported adverse pt sequelae. The device was removed from the clinical setting. During testing at the user facility, the device passed testing, including delivery accuracy. Though requested, no add'l info was provided.